Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the operating room pyxis failed to recognize the drawers. A field service engineer confirmed that the customer had addressed and resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it failed to recognize the drawers in the operating room, which hindered users from accessing medications for a patient. The customer indicated that it was not possible to restart the system during the procedure to address the issue. Consequently, this incident caused a delay in patient care. There were no adverse events or injuries reported based on this event.